Manufacturer narrative:
Method code: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion codes: cause of event was determined to be over ratcheting of the device. Analysis: upon receipt at medtronic's quality laboratory, on e piece of the distal stop mechanism was broken off and returned in a separate container. Conclusion: analysis findings are consistent with over ratcheting of the jaw stop. The broken piece was retrieved with no adverse patient effects. The surgeon acknowledged that the jaw had been over-torqued. Proper jaw rotation technique has been revisited with the surgeon.

Event description:
Medtronic received information that during the procedure, the surgeon overtorqued the jaw rotation, breaking it and causing a piece of the mechanism to drop into the chest cavity. The piece was retrieved and the procedure was completed with the same device with no adverse patient effects.